Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Diagnostics showed contacts 1 and 2 had low impedance. In turn, the patient underwent surgical intervention where the physician observed the pocket and no lead pull out was observed. Imaging intra-op was performed and showed the leads were intact. The set screws were loosened and physician attempted to further insert the leads, but leads would not advance anymore. Leads still measured 0 as an impedance value for contacts 1 and 2. In turn, the patient's ipg was replaced and the impedance issue resolved.